Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the proximal end of the stabilizer was kinked. The device was returned within a dispenser hoop and the stent was noted to be partially/prematurely deployed from the distal tip of the delivery catheter. The delivery catheter was kinked at 85cm from the proximal end. The distal end of the delivery catheter was flattened. Functional inspection: the stabilizer was advanced, and the stent deployed completely without difficulty. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that when deploying the stent, the outer shaft could not be pulled back. As a result, when the stent was deployed, it was stuck between outer and inner shaft and could not be deployed completely. As per the additional information the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure, the patient¿s anatomy was not tortuous. The device was returned, and it was confirmed that the stent was partially deployed from the delivery catheter, the delivery catheter was flattened to the distal end and it was kinked, the stabilizer was also kinked. It is probable that the device was damaged during the procedure as a result of procedural and anatomical factors present during the procedure, causing the reported event. An assignable cause of procedural factors will be assigned to the reported stent failed/unable to deploy and stent partial deployment and to the analyzed stent partial deployment, stent delivery catheter flat/crushed, stent delivery catheter kinked/ bent and stent stabilizer kinked/bent, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that a stent placement procedure was performed in the middle cerebral artery (mca). The subject stent was advanced to the targeted site. After placement of the subject stent, when the operator tried to deploy it, the outer shaft could not be pulled back. The outer body and the inner body were locked during delivery as well as positioning the subject stent. As a result, when the physician tried to deploy the subject stent, it was stuck between outer and inner shaft and could not be deployed completely. The physician has used middle/intermediate catheter which was used for supporting to build the access, to capture the subject stent and pulled it into lumen of the intermediate catheter and then withdrew the intermediate catheter and the stent together. There was no damaged noted to the vessel, while withdrawal of the subject stent. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that a stent placement procedure was performed in the middle cerebral artery (mca). The subject stent was advanced to the targeted site. After placement of the subject stent, when the operator tried to deploy it, the outer shaft could not be pulled back. The outer body and the inner body were locked during delivery as well as positioning the subject stent. As a result, when the physician tried to deploy the subject stent, it was stuck between outer and inner shaft and could not be deployed completely. The physician has used middle/intermediate catheter which was used for supporting to build the access, to capture the subject stent and pulled it into lumen of the intermediate catheter and then withdrew the intermediate catheter and the stent together. There was no damaged noted to the vessel, while withdrawal of the subject stent. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.